Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the calibration and qc data were acceptable and due to this being a single event, there was no indication of a reagent issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable estradiol g3 result for one patient from the cobas 8000 cobas e801 module. The initial result was 5 pg/ml and the repeat result was 1604.4 pg/ml. It was not known if the questionable result was reported outside of the laboratory. The reagent lot number was 503901. The expiration date was requested but was not provided.